Event description:
A voluntary medwatch report was received from the user facility reporting the following incident: during a cervical spine surgery on a male, the distraction pin broke off in the c-6. The neurosurgeon was unable to remove the stainless steel pin. An x-ray revealed the device was well seated in the bone. Since no anterior protrusion could be seen, the neurosurgeon determined that it was prudent to leave the broken distraction pin in the bone to avoid additional surgery. Additional information has been requested about the circumstances and patient outcome directly from the user facility.